Event description:
Allegedly, the pt felt discomfort in right hip. The surgeon found pseudotumor by MRI. Revision surgery was performed. Medium activity level.

Manufacturer narrative:
This event occurred in (B)(6).